Manufacturer narrative:
This report is being filed on an international product, list number 08p32-30 that has a similar product distributed in the us, list number 8p32-21 / 31, with 510k/PMA/bla number k052000. A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported imprecise alinity I ca 19-9xr and provided the following data: the initial result was 154 u/ml and repeat in automatic dilution 1/10 was 700 iu/ml. The customer provided the following additional data: on (B)(6) 2025, sample ID (B)(6) generated the following results 167.31 undiluted, 786.06 1:10 dilution, 154.00 undiluted, 1060.21 1:10 dilution. There was no reported impact to patient management.

Event description:
The customer reported imprecise alinity I ca 19-9xr and provided the following data: the initial result was 154 u/ml and repeat in automatic dilution 1/10 was 700 iu/ml. The customer provided the following additional data: on (B)(6) 2025, sample ID (B)(6) generated the following results: 167.31 undiluted, 786.06 1:10 dilution, 154.00 undiluted, 1060.21 1:10 dilution. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending for the alinity I ca 19-9xr reagent and complaint lot did not identify an increase in complaints for the complaint issue. The overall performance of the alinity I ca 19-9xr reviewed using field data from customers. The review of field data determined the median patient results for lot 71457fp00 within the established limits and no unusual reagent lot performance was identified. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I ca 19-9xr reagent lot 71457fp00.